Event description:
The customer reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to a broken distal pressure sensor pin tip. Distal pressure sensing on the device is accomplished by sensing the movement in a strain gauge that makes contact with the cassette tubing. The distal pressure sensor pin tip is mounted on the distal pressure sensor stem and makes contact with the cassette. The distal pressure sensor could not properly sense the distal occlusion because the distal pressure sensor pin tip was broken off. The probable cause of the broken distal pressure sensor pin tip was misuse in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.